Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion , the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with defibrillation electrodes. The customer reports that during a code blue (cardiac resuscitation) procedure, on an (B)(6) male with a very hairy chest, the defibrillation electrodes sparked and arced. They did not defibrillate. A 2nd pair of covidien cadence electrodes were placed and defibrillated the pt without any trouble. This incident resulted in burns to the pt's skin. The customer further reports that the pt recovered from the burns without any medical intervention, but subsequently died from other causes.